Manufacturer narrative:
One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11), one (1) imp,tsv,4.1mm,sbm,10 (tsv4b10), two (2) imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) were returned for investigation. One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Visual evaluation of the as returned product identified no damage/malfunction. 3 implants (tsv4b10, tsvt4b11x2) disengaged from mounts as intended, and one tsv4b11- also with no damage identified or signs of malfunction that would contribute to the event. The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event "does not disengage/release" for the returned implants revealed, the devices (tsv4b10, tsvt4b11x2, tsv4b11) disengaged from mounts as intended. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on unknown tooth sites (universal) and were placed and removed on the same date. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and two (2) other complaints were identified, (cmp-0765779, cmp-0781451). Therefore, based on the available information, devices malfunction did not occur and the reported event, does not disengage/release, was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided.

Event description:
It was reported that the transfer mount did not come off and clinician did not complete the procedure with another implant or another device. No symptoms was reported. Tooth# unknown.